Event description:
During a surgical procedure while using a pk button electrode and a working element (both reported separately). The surgeon saw a visible flash and the patient jumped as if electrocuted. There was no report of patient injury. Melting and charring were visible on the electrode, cable, and working element.

Manufacturer narrative:
The generator model 744000 sn (B)(4) was sent to the service center for inspection and testing. The unit was inspected and tested and found to meet specification. The generator passed the 2 hour burn in test, rf earth leakage test and electrical safety testing.